Event description:
Pt reports car accident and fractured wrist, extremity pain, new site on sunday and has a little bit of headache. Pt also reports that one of her shower bags seal broke about 2 days ago. No further info provided. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.